Manufacturer narrative:
(B)(4). D4: the primary unique device identification (UDI) number is not applicable, as both the item number and lot number of the device are currently unknown. D10: concomitant medical products: desc: unknown revitan proximal; item: unknown; lot: unknown. G2: foreign - event occurred in switzerland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
During explantation of the femoral stem as part of a single-stage revision total hip arthroplasty performed for infection, the connection taper between proximal and distal items was found to be fractured. The reported local infection may have been aggravated by loosening and instability of the implant. Additional reported findings included fracture of the proximal femur and pronounced metallosis. Due diligence is in progress for this complaint; to date no additional information or product has been received